Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Increased sugar values between 400-500 mg/dl [blood glucose increased]. Possible misuse of the administration device [intentional device misuse]. Case description: study ID: (B)(6)-novocare for diabetes. Study description: trial title: the main objective of this patient support programme is to provide education, information and training for patients with diabetes mellitus (type 1, type 2 and diabetes in pregnancy), who have already been prescribed by their treating health care professional (hcp) with novo nordisk (nn) products of insulin, liraglutide 0.6-1.8mg for type 2 diabetes and glucagen. Patients shall be provided with full education, including the technical use and handling of nn devices (pens and needles) with an objective to be supported during their first steps in their treatment and to have an improved diabetes control and quality of life. Patients with type 2 diabetes mellitus, who have already been prescribed by their treating hcp with once weekly glp-1 inhibitor semaglutide (ozempic), with a purpose to enhance the education of the patients on their disease, through pen training, to improve diabetes control and patient's quality of life, through nutritional advice and to support treatment adherence and compliance on with their prescribed therapy. Finally, under the scope of the program the provider must undertake the provision pharmaceutical compliance and any pharmacovigilance service. Patient's height, weight and body mass index were not reported. This serious solicited report from greece was reported by a consumer as "increased sugar values between 400-500 mg/dl(blood sugar increased)" beginning on 2024 , "possible misuse of the administration device(intentional device misuse)" with an unspecified onset date and concerned a 16 years old female patient who was treated with novopen echo plus (insulin delivery device) from unknown start date for "type 1 diabetes", , novorapid penfill (insulin aspart 100 u/ml) (6-8 doses daily,) from (B)(6) 2021 and ongoing for "diabetes type 1". Dosage regimens: novopen echo plus: novorapid penfill: ?? (B)(6) 2021 to not reported (dosage regimen ongoing). Current condition: diabetes type 1, hashimoto's disease. Procedure: hospitalization. Concomitant medications included - t4(levothyroxine sodium). Treatment medications included - fiasp penfill (insulin aspart 100 u/ml). On an unknown date sometime between (B)(6) 2024 or (B)(6) 2024 patient experienced increased sugar values (blood glucose) between 400 to 500 mg/dl. On an unknown date in 2024, patient was hospitalized (details not reported) due to the same. As a corrective action, patient administers fiasp 5 times a day (morning, lunch, noon, afternoon, bedtime night) from (B)(6) 2024. Treating physician associated the incident with possible misuse of the administration device. The petitioner replied that the patient was receiving the scheduled doses as normally and that no longtime had passed since she had administered the medication. On an unknown date in 2024, the last hba1c (glycosylated haemoglobin) level measurement was probably when the patient was hospitalized (values and units were not reported). Batch numbers: novopen echo plus: novorapid penfill: asku. Action taken to novorapid penfill was reported as no change. Event abated after use stopped or dose reduced for novorapid doesn't apply. Event reappeared after reintroduction of novorapid doesn't apply. The outcome for the event "increased sugar values between 400-500 mg/dl (blood sugar increased)" was recovering/resolving. The outcome for the event "possible misuse of the administration device (intentional device misuse)" was not reported. Reporter's causality (novopen echo plus) - increased sugar values between 400-500 mg/dl (blood sugar increased): possible. Possible misuse of the administration device (intentional device misuse): unknown. Company's causality (novopen echo plus) - increased sugar values between 400-500 mg/dl (blood sugar increased): possible. Possible misuse of the administration device (intentional device misuse): possible. Reporter's causality (novorapid penfill) - increased sugar values between 400-500 mg/dl (blood sugar increased): unknown. Possible misuse of the administration device (intentional device misuse): unknown. Company's causality (novorapid penfill) - increased sugar values between 400-500 mg/dl (blood sugar increased): possible. Possible misuse of the administration device (intentional device misuse): possible. Upon fu received on 05-may-2025, new suspect novopen echo plus has been added and hence eumir report has been scheduled. References included: reference type: e2b linked report. Reference ID#: (B)(4). Reference notes: same patient. Reference type: e2b company number. Reference ID#: (B)(4). Reference notes: company comment: blood glucose increased is assessed as listed event according to the novo nordisk current ccds information on novorapid. The pharmacological property of insulin is reduction of blood glucose in the blood, which is contrary to the event, hence the causality of the event is assessed as unlikely. This single case report is not considered to change the current knowledge of the safety profile of novorapid.

Event description:
Case description: patient generally does not reuse the needle. After each administration, patient throws the needle away and usually attaches a new needle to have it ready for the next use. When patient presented the problem, patient had to put in more effort. Before use the insulin suspension was lucid. Patient does not use the dialling clicks to estimate the dose of the product. Investigation result: novopen echo plus, batch nvgad95. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Novorapid penfill 100 iu/ml 3ml, batch unknown. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Since last submission the case has been updated with the following: trained user change to yes. Operator of device updated. Body of the narrative updated. Narrative updated accordingly. Final manufacturer comment: 27 june 2025: the suspected device novopen echo plus has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen echo plus. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of novorapid. H3 continued: evaluation summary. Novopen echo plus, batch nvgad95. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.

Event description:
Case description: since last submission the case has been updated with the following: device addendum: annex b code: b14 was removed CAPA comment updated in eol narrative updated accordingly. Final manufacturer comment: 08-sep-2025: the suspected device novopen echo plus has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen echo plus. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of novorapid.